Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative reported that they were in the operation room case today. When physician attempted to advanced lead model 3889- 28, lot# va1d03f, the lead would get stick at the last window and they reported that all 3 previous window was fine. They reported that physician also tried to use the angio catheter to advance to the ins port and was also stuck at the last window. Caller reported that the defective 3058 sn# (B)(4) and physician would send back for analyze. Physician opened their back-up ins and the lead advanced into ins fine without any issue. The good ins sn# (B)(4) was implanted in patient.